Manufacturer narrative:
The technician found the right foot side rail was hard to latch due to the latch being contaminated by fluid ingress. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician cleaned the right foot side rail latch mechanism assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right foot side rail will not latch in the upright position. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).